Event description:
A valiant stent graft system was implanted in a pt for the endovascular treatment of a traumatic thoracic aortic rupture. The access vessels were 7 mm in diameter. It was reported that there was slight resistance initially when advancing the delivery system at the beginning of the procedure; however, the device was still able to be advanced without much difficulty. Then, significant resistance was encountered when trying to pull the delivery system back in order to place the proximal end of the graft in the right position. It was reported that the device apparently had a kink or other defect and could not be pulled backward. Eventually, the delivery system was able to be removed from the pt; however, part of the vessel intima was also removed. The physician elected to intervene by performing an ilio-femoral bypass graft. No add'l clinical sequelae were reported, and the pt is fine. The delivery system has been rec'd by medtronic, and the analysis has been completed.

Manufacturer narrative:
(B)(4): eval results: arterial trauma/dissection/perforation. Access vessels 7 mm in diameter; pre-operative rupture. Treatment of a pre-operative rupture. Conclusions: access vessel 7 mm in diameter; pre-operative rupture. Treatment of a pre-operative rupture. Eval summary: the device was returned loose in a plastic bag within a shipping box. None of the original packaging was returned. No product label was returned. The device was clean. The sheath was bent as result of containment in the plastic bag. The touhy-borst was returned loose (disconnected). The stent graft was deployed in the case as reported. There were kinks on the sheath at 38 mm and 55mm from the edge of the graft cover. The sheath was deformed and had severe crease (spiral ridge) approx 3 cm in length. The crease was located near the transition of the braided and un-braided sections of the graft cover. During evaluation, the graft cover outer diameter at the marker band measured 0.295" (22 fr) with a snap gauge. The outer diameter at the deformed area measured around 0.325" (25 fr). The complaint was confirmed, as the sheath was deformed. It was not possible to conclusively determine what caused the sheath to deform; however, pt's anatomy may have been a factor. The vessel diameter was 7mm as reported or 21 fr, while the selected device was 7.3 mm or 22 fr. A mfg defect has not been confirmed.